Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) during the load process. Customer's blood glucose level was not impacted. The customer stated to not remember if the old cartridge was remove prior to the pump on screen prompts requesting to remove the cartridge. In addition, the customer reported fill resistance when the cartridge was filled. The customers blood glucose level was not impacted. Reportedly, the customer did see insulin coming out of the needle and reinserted the needle to the cartridge and was then able to fill the cartridge with no further resistance. It was indicated that the customer had manual injections available for alternate insulin therapy.